Event description:
It was reported that; screwdriver tip broke and stuck in screw head.

Manufacturer narrative:
Lot# 166113. Device history review, complaint history review, risk assessment. Device history review was performed and all released units met stryker specification. The plausible root cause of the screwdriver fracture cannot be identified conclusively.

Event description:
It was reported that; screwdriver tip broke and stuck in screw head.